Event description:
It was reported that approximately 28 months post implant of a bifurcated device, infrarenal aortic extension, and an infrarenal aortic extension, the patient had an explant. Reportedly, a computed tomography was done on (B)(6) 2015, and showed dilation distal to right common iliac artery (rcia) extension limb. Dr. (B)(6) brought patient in for exclusion of rciaa with amplatzer plug with plans to bring back for placement of a limb extension to fully exclude rciaa. However, on (B)(6) the patient presented to the e.r. With pelvic, and hip pain. A computed tomography was done on (B)(6) 2015, and showed inflammatory infection in the pelvis adjacent to amplatzer plug ( pus and free air ). A vascular surgery was consulted, and patient was brought to the o.r. For emergent surgery by another physician. The physician surgically removed the graft, and replaced with allograft. During exposure, the physician observed bleeding at proximal portion of the endograft. The graft was very translucent, and had thin or see through appearance. ( i.e. Clearly sees internal stent cage ) physician, elected to remove the grafts, and a homograft was sutured in its place. The patient was put on antibiotics, and is in stable condition, and recovering as of (B)(6) 2015.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Devices have been explanted.

Manufacturer narrative:
Based upon the clinical evaluation, the reported complication that described an infection and device explant was confirmed. No medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: an aneurysmal aortic neck; the right common iliac artery diameter greater than 2.3 cm; bilateral vessel access of less than 6.5 mm. Cautionary product use conditions that might have contributed to this event included the severely calcified bilateral common iliac arteries. Twenty-eight months post implant, there was evidence to support a type ii endoleak from the right hypogastric artery due to the increase in the right common iliac artery diameter. One month later, there was evidence to support: an infection of the right hypogastric artery and an explant. The reported proximal endoleak could not be established in either the CT two weeks prior to the explant, or the non-diagnostic movie of the explant. The final disposition of the patient could not be established due to lack of information, however, it was reported that the patient was in stable condition post operatively. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified. The cause of the infection and explant of the device was not identified although there was no endologix device issue identified in the investigation. The incident description reported that the infection was adjacent to the amplatzer plug, possibly suggesting that the plug was the source of the infection. There was a non-device related type ii endoleak and infection verified in the clinical review.